Event description:
Home pt (hp) reported a system error alarm 2240 during automated peritoneal dialysis treatment. Hp's pet dog had bitten a hole in the pt line causing a hole in the tubing and thus causing the alarm. Hp discontinued treatment at time of the 2240 alarm. Rn reports that no pt injury or medical intervention was required.